Manufacturer narrative:
H4: device manufactured between may 12, 2018 to may 14, 2018. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of half-day infusors underinfused; further described as "a quarter of drug remaining in the device post infusion". This was observed during patient use. The device was filled with 390mg deferoxamine in 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.